Event description:
The customer reported a precharge voltage error message at start up. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.